Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer some trouble with foley catheters before, they were having trouble again. It was stated that the ballon would not deflate when they tested the ballon prior to insertion. Customer got a second one and the same thing happened. They saved one of them and put it in the charge nurse drawer. The foley was never placed in the patient. They did find that when they put a regular 10 cc syringe on the foley, they were able to get the fluid out of the ballon. The syringe in the kit seems to be the problem, we saved the syringe as well. This also happened to them 2 weeks ago when they were placing a foley in bed 10, had to get a second kit. This was a latex catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had some trouble with foley catheters before, and they were having trouble again. It was stated that the balloon would not deflate when they tested the balloon prior to insertion. A customer got a second one and the same thing happened. They saved one of them and put it in the charge nurse's drawer. The foley was never placed on the patient. They did find that when they put a regular 10 cc syringe on the foley they were able to get the fluid out of the balloon. The syringe in the kit seems to be the problem, they saved the syringe as well. This also happened to them 2 weeks ago when they were placing a foley in bed 10, and had to get a second kit. This was a latex catheter.